Event description:
It was reported to boston scientific corporation that there was fluid leaking from the top of the hta unit. Water also leaked around the cervix. The physician completed the procedure with this device. There were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another event. Associated manufacturer report number 3005099803-2009-1920 addresses IV pole.

Manufacturer narrative:
Results (other) - damaged v-pin on the top connector. Conclusion(other) - root cause due to wear and tear, the IV pole was returned to nexcore for evaluation, and nexcore was able to confirm the issue concerning the overflow at the top of the reservoir as the returned IV pole was found to have a damaged v-pin on the top connector. The unit was repaired and tested fine. The fluid leaking from around the cervix is most probably the result of a loss of the cervical seal during the procedure and is unrelated to the overflow at the reservoir. The importance of maintaining a cervical seal is found on pages 38 and 40 of the hta user's manual. It instructs the user to ensure a good seal and to observe the seal for the procedure duration to reduce the possibility of patient thermal injuries.